Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the moderately calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the foot of the device was stuck in the vessel and was unable to be closed prior to attempting to remove the device from the patient anatomy. The device was removed against resistance with the foot open and injury to the groin occurred. There was arterial bleeding. The physician was quite sure that the lever had closed completely prior to attempting to remove the device from the patient. Cut down surgery was performed to repair the vessel. The tavi procedure was completed and hemostasis was achieve with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The difficult to open or close was confirmed based on the return condition of the device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effects of hemorrhage/bleeding and tissue damage are listed in the perclose prostyle instructions for use, as known adverse events associated with use of suture mediated closure devices. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. Based on the reported information and the returned device analysis, its likely the anterior foot was not intraluminal or calcification became lodged under the foot, and when closed either captured tissue and/or caused it to surf distally during foot closure and locked it into that position. This condition likely led to the vessel damage when the device was tugged free inducing the added treatment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.